Event description:
The pt underwent an arthoroscopic shoulder procedure in 2005. The pt called I-flow and stated that post operation, the spouse had removed the catheter. However, after removal, (the pt) noticed tahat the tip of the catheter did not ahve a black marking. [The black marking is a mark used to identify the end of the catheter] the pt contacted their doctor and he told the pt it was ok to leave the catheter segment in unless it bothered them. The pt was calling to obtain a recommendation from I-flow on what pt should do. I-flow explainted that it was up to their doctor on what to do and to follow-up with him. A follow-up by I-flow was made in 5/05 with the doctor and indicated that he had already spoken with the pt.